Event description:
Patient was implanted with competitor's hardware and synex ii on (B)(6) 2008 in (B)(6). Patient presented to the hospital on an unknown date with severe kyphosis. It was determined that the competitor's system contained two broken rods and the patient developed stenosis in the canal. Patient was then returned to the or on (B)(6) 2012 for removal of competitor's hardware and synex ii. Patient was revised to depuy ti expedium 6.35. This is 2 of 3 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.